Event description:
Per the clinic, the patient experienced a skin overgrowth and infection on the abutment and was treated with oral, topical and IV antibiotics (specific date and duration not reported). Subsequently, the patient was placed under general anesthesia to undergo a revision surgery to remove the excess skin on (B)(6) 2024 and a new abutment was replaced.